Manufacturer narrative:
The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage the package insert (IFU) cautions: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was there any anomaly noted with the needle prior to use? ¿no, there wasn¿t. Where was the needle held during use (end, swage, tip, middle)? ¿no information. What is the surgeon opinion of the location of the needle piece? ¿no information. What was the indication for the re-incision as precaution? ¿this mean it was a re-incision as a confirmation if there are needle peace or not in the patient tissue. How large was the re-incision ¿as precaution¿? ¿no information. Does the surgeon believe the needle tip is retained in the patient? ¿no information. What size of needle piece (in mm) remains in the patient tissue? ¿no information. Were all the needle pieces removed from the patient? ¿it is unknown whether all the pieces were removed from the patient or not. The needle tip has not been found yet. What is the surgeon opinion as to the causative factor for the needle breakage? ¿no information. Do you have the other half of the needle for evaluation? ¿yes. It will be sent to wcq. What is the current condition of the patient? ¿as of june 29th, the condition of the patient was good. We have not been updated since then. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information: d4, h4 - the actual device batch number associated with this event is not known. Six possible batch numbers are reported as follows: batch lcz311 mfg. Date: 03/14/2017, exp. Date: 02/28/2022. Batch jlz668 mfg. Date: 10/15/2015, exp. Date: 09/30/2020. Batch kmm508 mfg. Date: 11/04/2016, exp. Date: 10/31/2021. Batch kmm541 mfg. Date: 11/05/2016, exp. Date: 10/31/2021. Batch jlk302 mfg. Date: 10/23/2015, exp. Date: 09/30/2020. Batch lam582 mfg. Date: 01/06/2017, exp. Date: 12/31/2021. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a patient underwent a choledochectomy on (B)(6) 2017 and suture was used. It was reported that the needle tip was broken while re-anastomosing the bile duct. X-rays were taken but the missing needle piece was not found. Therefore, re-incision was performed as a precaution. The location of the needle tip is not known. The postoperative course has been uneventful so far. The patient condition was reported as good. Additional information was requested.